Manufacturer narrative:
We have received the complaint device for evaluation. When the common carotid balloon was inflated with recommended volume of 1.5 ml of saline using a syringe, the balloon inflated properly. When we attempted to deflate the balloon using the same syringe, it initially deflated properly. However, after withdrawing almost 1 ml of saline from the balloon, the balloon stopped deflating. We observed that the balloon had covered the two inflation holes preventing the saline from entering into the inflation lumen. Internal carotid balloon inflated and deflated properly when it was inflated with 0.25 ml of saline. However, when we inflated the common carotid balloon inside a test fixture and attempted to deflate the balloon, it deflated properly. We were unable to reproduce the defect inside the test fixture even after multiple attempts. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Our manufacturing team does conduct 100% inspection on each device and tests them for balloon functionality. Each balloon is inspected to ensure they inflate and deflate properly. It is possible that during manufacturing, the balloon was poorly assembled which led to this issue. Multiple inflation or over-inflation of the common carotid balloon at the hospital could have also contributed to this issue. Our engineering team has addressed similar balloon deflation issues by improving the design of this product. The change involves the addition of inflation holes under the balloon and a change in the cut angle of the inflation arm, which will assist the balloons to inflate and deflate uniformly along their entire length. Device was not used in a patient. Procedure was completed using another shunt that they had in stock.

Event description:
At the beginning of a carotid endarterectomy (cea) procedure, during pre-use check, surgeon inflated the occlusion balloons of the lemaitre f3 carotid shunt to test balloon functionality. He observed both balloons to have inflated properly. However, during deflation, the common carotid balloon was unable to deflate completely. Device was not used for the procedure. Surgeon then replaced this device with another f3 carotid shunt to complete the procedure.